Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d), right and left ventricular impedances were high when the leads were connected and the device was put in the pocket. The leads were disconnected and reconnected and the same issue occurred. There was a problem with the setscrew. The connector block had torque before the leads were connected. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.